Event description:
It was reported that a large volume infusor was unable to prime properly. During priming after preparation, it was observed that 15 minutes went by with no flow coming from the tubing. After further wait, there was a drop coming out, however, not at the expected rate. This issue was discovered during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from june 17, 2021 - june 18, 2021. H10: the device was received for evaluation containing 245 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.